Event description:
A peritoneal dialysis nurse (pdrn) reported a patient's transfer set was leaking from the white end of the twist clamp. The pdrn further stated the leak was not from the mini cap end. On (B)(6) 2009 a sample drawing was received which showed where the leak occurred. On (B)(6) 2010 an evaluation was conducted based on the drawing supplied by the customer. A leak could not be detected or noted from the drawing. The complaint could not be confirmed in the lab nor could a root cause be determined. The transfer set lot number was unknown so a batch review was not possible. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The evaluation was conducted based on the drawing supplied by the customer. A copy of the drawing is attached to the complaint file. Since a sample was not received, a leak was not detected or noted. The complaint could not be confirmed in the lab nor could a root cause be determined.